Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-4551 sutureloc kit implant loosened after final tension and implementation of the knee. This occurred during use in a meniscus root repair with no patient effect. Case was completed using swivellock to secure final fixation. 10 minutes added to case.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the most likely cause of the reported failure is an error, specifically improper surgical technique with the device.